Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was compromised. Additionally, a b30 scope communication error was present, and the scope ID data was not included. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was experiencing an image issue during use. According to the initial reporter, unit was producing a blurry image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by a disconnection or short circuit at the buckled part of the core wire when the built-in image sensor cable moved due to angulation operation. The buckling of the core wire of the image sensor was most likely caused by the following: an arrangement being temporarily disturbed and an excessive load was applied to the image sensor cable due to external stress, such as inserting and removing the cable crossly to the trocar from the condition of the insertion section. The image sensor cable was overloaded due to stress such as excessive twisting and bending of the universal cord and video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.